Event description:
Customer initially called to report a button error alarm. Customer was receiving insulin without knowing. Customer was hospitalized due to low blood glucose levels. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional test including seat, rewind, and occlusion tests. All buttons work properly however, moisture damage was found on keypad traces. No button error alarm noted.